Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting the guide wire could not be confirmed. During returned device analysis the device was back-loaded over a proxy 0.038 inch guide without difficulty. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not taken prior to the procedure. The instruction for use instructs the user to perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Femoral angiogram was not performed. Reportedly, during attempted advancement of the proglide device onto a 0.035 inch non-abbott guide wire, resistance was felt and the proglide device would not advance onto the guide wire. A second proglide device was used which advanced smoothly onto the wire. The second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.